Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported erratic and intermittent dexcom cgm readings with data gaps, showing low or borderline-low values (around 70 mg/dl) despite treating for hypoglycemia. Readings rose briefly and then dropped again. The patient stopped insulin delivery on his omnipod and consumed juice and a fruit snack. While attempting to obtain a finger-stick meter and additional juice, the patient experienced seizure with loss of consciousness (estimated 1 hour) and struck his head. No finger-stick glucose was obtained prior to the event, and cgm readings at the time could not be recalled. The patient did not seek emergency care, was assisted by friends and taken home. The patient then followed up with his physician 1¿2 days later without receiving acute treatment. The patient has a history of recent seizures and takes keppra. The cause of seizures has not been conclusively determined. Prior to the reported medical event (seizure), the patient alleged a device malfunction. Specifically, the patient reported that the dexcom cgm was not working properly, with erratic, fluctuating, and intermittent readings without a clear pattern. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.